Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was connected to a patient when the error or event occurred. Continuous infusion rate: 2.2 ml/hr and reservoir volume: 19.3 ml as it was stated on the pump screen. However, cartridge was empty. Given: none. Air detector and upstream sensor were on. Length of infusion: 46 hours. Lock level: automatic. A cstd was used to fill cassette. The pump was not used to prime the extension tubing. Patient received full dose with even though pump screen stated 19.3 ml remained. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.